Event description:
It was reported that during a procedure performed on (B)(6) 2014, after drilling with the universal straight handle (04-9024), the handle would not work to back the drill out. The shaft of the handle is unthreading. The drill had to be removed from the pt's bone using pliers. The backup driver was used and also failed to remove the drill. There was no delay to the procedure reported.

Manufacturer narrative:
Eval of returned handle identified that the torsional load placed on the instrument exceeded the strength of the masterbond adhesive used to assemble the handle and shaft components. Pt bone quality may have been a contributing factor. (B)(4). A two year complaint history review found this to be the first report of this nature for this part number. This report is number 1 of 2 mdrs filed for the same event (ref MDR 3005739886-2014-00068/00069).